Event description:
The complainant stated that the left foot siderail has been broken off the bed. A large pt was pushing or leaning on the siderail while in bed, and the siderail broke. The pt was not injured. The bed is being used in a psychiatric unit.

Manufacturer narrative:
The account has not determined if the bed will be repaired at this time.